Manufacturer narrative:
H2: additional information: additional information was received, see b5. H2, h3, h6: device evaluation: the returned pcba was analyzed. Starter pcba was installed in a test system. The system booted and readied multiple times. Both 2d and 3d imaging were successful as well as multiple system reboots and motion calibration, passed. No beeping or generator errors observed while under test. No problem found. Previously reported code 10 is applicable, as are codes 213 and 67. The returned ps1 was analyzed. The ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 5.172vdc. Previously reported codes 10, 120, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The generator error is stating that the 5 volt power supply may be out of specification.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were intermittent 134 errors. The x-ray generator power supply, start board and cables were replaced. The imaging system then passed the system checkout and was found to be fully functional. The generator and power supply were returned to medtronic, however, analysis was not completed at the time of filing. Concomitant medical products: product ID: b i71000226, serial/lot #: rev. 1 : s/n (B)(4) / gr10741. Product ID: bi71000450, serial/lot #: rev. 1 : s/n (B)(4) / gr10741. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used prior to a sacroiliac and thoracolumbar procedure. There was no patient involvement. The error code 134 was seen on the imaging system. The issue occurred during system power up. The issue did not result in procedure delay. The generator error is stating that the 5 volt power supply may be out of specification.